Event description:
A caller reported an issue with a continuous glucose monitor (cgm) error 42 associated with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for performing a pump reset, and the caller was guided through the process. After the reset, the pump did not display the cgm error code again, allowing the caller to successfully start their sensor session.